Manufacturer narrative:
The investigation found the returned headway microcatheter kinked and flattened at the distal end. An in-house coil system experienced heavy friction within the returned headway microcatheter hub during functional testing, which is consistent with the alleged product issue. Further investigation found the lumen to not be fully flared at the hub joint, an exposed braid protruding into the lumen, and delaminated ptfe liner in the lumen, which would have caused the reported coil device advancement issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the kink and flattened section, but this damage is consistent with the device experiencing forces exceeding the device's yield strength. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the lumen flaring issue, exposed braid, and delaminated ptfe, but these conditions are consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated. The returned coil system was found with the pusher body coil offset/overlapping at the distal end, which may have contributed to the reported complaint. A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported unable to insert a coil. The coil got stuck in the hub of the microcatheter and did not advance any further. The coil was therefore withdrawn along with the microcatheter and removed from the patient. The coil and microcatheter were replaced, which were used without problems. Subsequently, the procedure was successfully completed. The investigation findings found the lumen to not be fully flared at the hub joint with exposed braid in the lumen.